Event description:
A user facility reported to olympus that, the hd autoclavable camera head had abnormal coupler. Upon inspection and testing of the returned device, it was observed that the image cease to appear due to a faulty cable unit. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus hamburg for evaluation. The evaluation found that the image cease to appear due to cable breakage. Additionally, the investigation uncovered that the device adaptor was severely knocked out. The faulty part needs replacement to meet olympus functional standard. The investigation assumed the wear and tear was due to user handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 13 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was assumed that a communication failure occurred due to a faulty cable and the image was not displayed. The cause of the faulty cable could not be surmised. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 09-dec-2021.investigation activities have been opened to manage the actions related to this report and any required MDR reporting.